Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer reported syringes have been replaced in 2007, and two times in 2008 for syringe "fail to home" error messages. The customer requests replacement syringes as there were no other replacements available. The customer received the replacement syringes, installed a replacement on the analyzer and the issue was resolved. The customer reported all quality controls were within range and the instrument performance was within specs. Additionally, the customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.